Event description:
The manufacturer received information alleging a "service required" alarm condition occurred related to the internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board and interface board were replaced to address the issue.